Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with an electrosurgical device. The customer reports that the pt was clear at the three day f/u appointment, but had a clot at one month f/u. (B)(6) stated that the pt had nasal surgery within two weeks of the vein procedure. The pt ended up having a pe. The pt was sent for anticoagulation and intervention.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.